Manufacturer narrative:
It was reported that the lead was not available for return. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. The lead was explanted and replaced during a device replacement procedure. No additional adverse patient effects were reported.